Event description:
A company representative reported that the inner shaft of a reliance al integrated distractor inserter deformed and jammed during use. The procedure was completed successfully with a five-minute surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
A company representative reported that the inner shaft of a reliance al integrated distractor inserter deformed and jammed during use. The procedure was completed successfully with a five-minute surgical delay and no adverse consequence to the patient.